Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was broken. The device was examined and photographed using 27 x magnifications. It was determined that the device broke due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device broke when the surgeon was drilling into the patient's skull. It was further reported that the device was used together with a cutter device. There was no allegation of malfunction against the cutter device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No adverse consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.